Manufacturer narrative:
(B)(4). The device has been received by the manufacturer and the investigation af said device is in progress at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
The distal end of the stylet separated without reason during insertion. The guide broke under the skin during removal after the puncture in the vein. Intervention: a small incision under the skin was made to get the small piece of guide from under the skin. The procedure was successful. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a guide wire within an advancer tube for evaluation. A large portion of the guide wire was returned retracted within the advancer tube and another small separated portion was returned loose within the package. The guide wire showed evidence of use. No other components were returned. Visual examination revealed the returned guide wire has a solid core wire proximal end and a spring guide wire distal end. The guide wire was separated from the distal spring wire portion. The transition point from the solid wire to the spring wire was intact. The separated distal portion of the guide wire was severely kinked with offset coils. The solid core wire proximal end was undamaged. Microscopic examination of the separated distal portion revealed the core wire was still attached to the distal weld. The core wire had separated 38 mm from the distal weld. The distal weld appeared full and spherical. The separation points of the core wire appeared slightly tapered and pinched indicating a stress breakage. The outer diameter for the distal spring wire portion was measured and was found to be within specification. The length from the center of the most distal markings to the tip of the remaining attached core wire measured 163 mm. The length of the separated core wire measured 38 mm. Therefore, the accumulated length is 201 mm which is within specification for the most distal marking and the distal tip. This would indicate that the entire core wire was returned as the customer reported. A manual tug test confirmed the coil wire was secure to the core wire at the transition point of the guide wire body. A device history record (DHR) was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit cautions the user not to withdraw the guidewire against needle bevel during insertion to reduce the risk of possible severing or damaging the guidewire. The IFU also cautions the user to not cut guidewire with scalpel while enlarging cutaneous puncture site. It notes to position cutting edge of the scalpel away from the guidewire and to engage safety and/or locking feature once puncture site is enlarged. The report that the guide wire separated was confirmed through examination of the returned sample. The core wire broke and separated on the spring guide portion of the swg. The customer reported that the separated guide wire was removed which was supported by dimensional inspection of the returned sample. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 4.45 n (1 lbf min) when tested per bs en iso 11070:1999 test configuration. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The distal end of the stylet separated without reason during insertion. The guide broke under the skin during removal after the puncture in the vein. Intervention - a small incision under the skin was made to get the small piece of guide from under the skin. The procedure was successful. The patient's condition is reported as fine.